Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from august 30, 2019 - august 31, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower right side edge of the bag. Functional testing was performed which revealed a leak at the same area. Magnified inspection verified that there was a tear/hole in the lower right side edge of the bag approximately 0.50 inch above the bottom right side shoulder port weld which caused the leak. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.